Manufacturer narrative:
One right angle slotted driver tip, 24mm (rasd1) was returned for investigation. Visual inspection of the as returned product identified signs of wear about the drill body, and the driver tip is confirmed to be fractured into two pieces. DHR review was completed for the subject lot number 1216939. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1216939) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (driver fracture) or product (rasd1). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by the manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: h5: label for single use.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a driver tip (rasd1) fractured trying to removed a healing abutment.